Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a nephrostomy procedure. The exact procedure date is unknown however, the replacement tube has been in place for one month. According to the complainant, the replacement tube leaked. It was removed and it was noticed that the tube was cracked. The procedure was completed with a new low profile button replacement g tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed that the button flange had been cut approximately 6 mm starting at the top surface and down. The cut surfaces presented serrations and appear to have been cut with scalpel or similar instrument. It was noted that the condition of the returned unit was not consistent with the complaint incident that the button was torn/split. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a nephrostomy procedure. The exact procedure date is unknown however, the replacement tube has been in place for one month. According to the complainant, the replacement tube leaked. It was removed and it was noticed that the tube was cracked. The procedure was completed with a new low profile button replacement g tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of one step button torn/split. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.